Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and handpiece. It is unknown if a qualified combination was used. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported dislocation. The difference of 2.5 diopters between the explanted lens and the final lens would indicate a calculation error. Additional information was provided in pt identifier, age/date of birth, sex, describe event or problem, concomitant medical products, and additional MFR narrative. (B)(4).

Event description:
In a follow up, the surgeon reported that the event resolved with the exchange procedure. The surgeon does not know the cause of the event.

Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that after an intraocular lens (iol) was implanted, it became dislocated and the patient had blurry vision. The lens was exchanged five weeks after initial implantation for another lens of same model, but 2.5 diopters less power. Although the lens dislocated, the change in diopter power for the replacement lens indicates there could have been a calculation issue associated with the initial iol. Additional information and clarification was requested.

Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and handpiece. It is unknown if a qualified combination was used. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. No determination could be made for the reported exchange due to dislocated and blurry vision. Haptic and optic damage was observed. While we are unable to determine the root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The 24.0 diopter lens was exchanged for a similar 21.5 diopter model. The difference of 2.5 diopters would indicate a calculation error. (B)(4).